Event description:
It was reported that both the right ventricular (rv) lead's rv defibrillator and superior vena cava (svc) impedances were greater than 200 ohms. It was not known when the high impedances started. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.